Event description:
It was reported that following a lead revision procedure wherein an electrocautery was used, the patients ipg was damaged and will not connect to either a remote control or a clinical programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.